Manufacturer narrative:
The customer complaint of pacemaker found in backup mode was confirmed. Device was received in backup mode with battery level within the normal range. Device image was severely corrupted and no data could be retrieved. Analysis of device was performed after reloaded product code, including cold temperature soak to stress the device, no anomaly was noted. The cause of code corruption could not be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation prior to the implant procedure, the device was found to be in backup vvi (bvvi) mode. A replacement device was successfully implanted to resolve the event. The patient was in stable condition.